Event description:
It was reported the patient had the inflatable penile prosthesis removed due to a cylinder break. The physician discovered holes in each cylinder during replacement that resulted in a loss of fluid which presented a couple months ago a new inflatable penile prosthesis was implanted. There were no patient complications or issues.